Event description:
The local distributor reported to maquet that when the medical staff was adjusting lights before starting a surgery, the bumper detached and fell off the surgical light onto the pt abdominal area. No injuries were reported and no additional treatments were required. (B)(4).

Manufacturer narrative:
Note: the hled series light system is not marketed in the us. This report has been made due to a similarity with devices marketed by maquet in the us. According to tests performed during design verification activations, detachment of the bumper guard can occur if the bumper sustains repeated collisions/impacts. The hled series operating manual includes a verification of all the covers during yearly maintenances. A maquet service technician inspected the lighting configuration, replaced the bumper which fell and ensured the new part was secured to the light configuration. Maquet medical systems USA submitted this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.